Event description:
The patient received the scs system on (B)(6) 2008 consisting of two percutaneous leads (from the same lot). It was reported that testing revealed invalid impedances on all contacts. Surgical intervention will be undertaken to resolve the issue; however a date for the procedure has not been set.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.